Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that she saw pus coming from the insertion site, so she changed the pod. The area of the insertion site was light red, itchy, painful, and clear fluid was seen draining from the site. The customer was taken to a doctor who prescribed antibiotics.